Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an application failure. A technical support specialist opened the cubie admin screen for the drawer and guided the customer to insert the cubie into the appropriate bin, then walked the customer through cycle counting the bins. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, unable to restock the medications cipro in d5w 400mg/200ml IV bag, sodium chloride 0.9% IV 1000ml and lyrica 25 mg cap. However, there were no delays or adverse events or injuries reported based on this event.